Manufacturer narrative:
The valve was returned for evaluation: device history record (DHR) - the product code 823162 with lot 176917 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; the silicone housing was cut the length of the valve casing on the side, the proximal connector was missing, the valve casing must have fallen out of the silicone housing and put back upside down, there was a cut/tear in the silicone of the needle chamber. A deep cut mark was noted in the valve casing and marks in the siphon guard. Due to the damaged of the returned valve no other tests are possible. The valve passed the test for programming. The root cause for the issue reported by the customer, is due to the damaged silicone housing, as noted in the IFU, silicone has a low cut/tear resistance.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the hakim valve (823162) was implanted to a patient via v-p shunt on (B)(6) 2018 with 80mmh20 and was not flowing or possibly clogged. After implant in (B)(6)2018, the patient became ill around (B)(6) 2021; the ventricle became larger and the contrast medium passed through, but the shunt pressure was quite high, so it was judged that it was not flowing. When the operator cut the catheter after removing the valve, it did not flow, so it was probably clogged. The valve was removed on (B)(6) 2021. The underlying disease is a brain tumor, and the final set pressure is 120mmh2o. Since there was bleeding from the tumor, the valve was immediately removed without lowering it from 120mmh2o, and drainage was performed. The patient experienced convulsions, impaired consciousness, leading to brain death. Patient is currently in the follow up. No further information was provided by hospital.